Event description:
Pen needle broke off in pt's abdominal wall. Pt tried to remove broken cannula with blistering ointment but was unsuccessful. Pt then went to the hosp and had needle removed via surgery.